Event description:
A physician reported a pt who on january 16, 1998 was implanted in the right and left nasolabial folds and in the right upper vermilion border. On january 21, 1998, the physician implanted the left upper vermilion border. Standard post op protocol (cold compresses for 24 hrs, oral cephalosporin for 3 days, mild soap cleansing and triple antibiotic ointment to the incisions for 3-4 days) was prescribed. On january 28, 1998 the physician noted that the left upper vermilion border site was healing well in spite of the fact the pt had removed the sutures herself for unk reasons on january 25, 1998. On february 12, 1998 the pt reported symptoms of infection in the left upper vermilion border: redness, swelling and tenderness that began approx february 8, 1998. On february 13, 1998 the physician observed these symptoms as well as purulent drainage at both incisions (date of onset-unk): he injected 0.5cc rocephin intralesionally and 2 grams rocephin im and prescribed oral vantin for 10 days. No cultures were done. On february 17, 1998 the physician noted near resolution of infection symptoms and small (amounts of serous drainage from the incision sites. He repeated the same intralesional and im treatment with rocephin that he administered on february 13, 1998. On february 24, 1998 the physician noted that the infection in the right upper vermilion border was almost entirely resolved. The pt was still on oral vantin. The physician will continue to monitor the site to see if the infection resulted in any long term effects.